Event description:
Customer reported receiving an e-6 message (service code 663) on the display of her adc blood glucose meter. She further reported that on (B)(6) 2011 at around 11:00 pm or 12:00 am she was at home in bed and experienced "a physical injury of feeling faint and fatigued", which resulted in a loss of consciousness. Paramedics were called and treated customer on the scene with an intravenous infusion of unknown type. Customer additionally self-treated by drinking a glass of orange juice with two or three teaspoons of sugar in it. Customer was transported to a local healthcare facility where she was diagnosed with hypoglycemia. It is unknown what additional treatment may have been rendered at the hospital, but customer denied being given any medications that were not previously prescribed. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date listed is the date when the actual event occurred is unknown. The date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. Additionally: during troubleshooting with customer service, customer acknowledged the date and time were not set correctly in the meter. If the date is not set correctly in the meter, it may read the test strip as being expired and would display the error message to prevent customers from using expired product.